Event description:
Pt expired during insertion of this product. Reportedly, this was due to aortic puncture and hemo-pericardial tamponade. It is unknown if puncture occurred with "needle from with out" or from "j-wire from within". Further info is being pursed.